Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and finding on lot history review, and referring to known similar events, it was presumed that torsion or tensile stress generated with wire manipulation had most likely contributed to the reported separation of the tip. The applied stress would exceed the product design limit and made the guide wire fracture when the tip was being trapped and its movement was restricted likely by calcified plaque. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire broke off during a pci to treat heavily calcified lesions in the proximal and mid rca. The first stent was successfully implanted in the mid rca. The sion blue guide wire was reinserted to prepare for stenting the proximal rca. The lesion was ballooned but it was found the vessel was too calcified to stent. Shockwave lithotripsy was performed to the rca. When attempting to deploy a stent to the proximal rca, the wire jammed. The stent was not deployed. A snare kit was used to try and retrieve the trapped wire but this was unsuccessful. After multiple attempts to retrieve the trapped wire, the wire was abandoned. The patient was haemodynamically stable and the right radial sheath was removed. The patient moved to cardiac ward to monitor. The decision by the interventional consultants was to leave the wire in situ. This was explained to the patient, who was then medically managed and sent home.